Event description:
It was reported that a pt fell off from the table of an innova 3100-iq system resulting in facial injuries. No additional information has been provided by the hospital about this event, ge healthcare made several attempts to contact the customer to get additional details with no success, and because of that the extent of the injuries is unknown at this time. There is no allegation of system malfunction.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.